Manufacturer narrative:
(B)(4): multiple attempts were made to retrieve the device for eval. Product eval pending. Issue is being reported as alert could not be cleared by operator. Date of MFR september 2001.

Event description:
It has been reported that the AED did not pass self diagnostic check.